Event description:
On (B)(6) 2012, the reporter contacted animas, alleging the pump did not power on. At the time of troubleshooting, the patient denied any visible damage to the pump's battery compartment or battery cap. In addition, the patient denied any evidence of moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned with visible moisture in the display lens. The pump does not power on. Leak testing revealed a case seal leak, and a small crack between the display lens and the case seal was observed. The pump cover was removed, and there was internal moisture observed. Further investigation could not be completed due to inability to power on the pump.